Event description:
Surgeon performing thyroidectomy using olympus thunderbeat open fine jaw (tb-0009of). After grasping tissue and activating instrument an error code (short circuit) would show on the display of the electro-surgical unit (esu). The surgeon attempted to clean tips of instrument to see if the error would clear to no avail. New instrument opened and connected. Surgeon activated new instrument without error.